Event description:
It was reported that the patient fainted at home and was brought to the hospital and was given "treatments and medicine". "The ipg failed to capture intermittently 2 minutes before death" and "it is believed that the failure of capturing was caused by the change of patient's status, which means the electrolyte of body changed so as to raise threshold of heart, so the ipg might failure to capture." The patient died a sudden cardiac death on (B)(6) 2010. The cause of death was multiple organ failure. There was "no hcp allegation but family doubted the device function and an ECG was shown to them showing the device was working when he fainted". The device will not be returned and unable to obtain the serial number "because patient family refused to provide information of the patient or of the device, and refused to have ipg programmed, and the body now was burnt."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.